Event description:
The customer had parked his scooter and stood up to get off the unit. He stated that he turned the handlebar to the right and started to get out on the left side. The scooter tipped and he fell, breaking two ribs and bruising his head. The customer had x-ray taken and was treated for his injuries at a local hosp.